Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally of bulky calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the valve embolization cannot be confirmed. Per report, while there are multiple theories, the team and proctor determined that the cause of the ventricular valve embolization is ultimately unknown. The case imaging was requested for review by edwards, however to date, it has not been provided by the facility. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr, approximately 10 minutes post successful deployment of the sapien xt valve, the valve migrated into the left ventricular outflow tract (lvot), requiring surgical removal. Initially the sapien xt valve was positioned what appeared to be 50:50 to the native annulus and was slowly deployed. Post deployment tee showed trace pvl and zero central ai. Angiography was then performed confirming stable valve placement in a 40:60 aortic:ventricular position. Approximately 5-10 minutes into the surgical closure of the rfa, the echocardiographer indicated that the valve appeared to be out of the implanted position and in the lvot, right above the septal bulge. An angiogram was performed and showed the sapien xt valve had migrated into the lvot, but was very stable and not migrating further into the ventricle. After some discussion it was determined that implanting another valve would not be sufficient enough to anchor the first valve in the outflow tract and function properly in the native aortic annulus. Surgical avr was performed and the sapien xt valve was extracted. During the post procedure debrief, multiple theories were discussed with the team and proctor, however, it was determined that the cause of the ventricular valve embolization is ultimately unknown. The patient was extubated approximately 24 hours post procedure and was in stable condition in the ICU.

Manufacturer narrative:
Investigation of this event is ongoing.